Manufacturer narrative:
Block b3: exact date unknown, event occurred august 2025 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure. Patient was great postoperatively. Facility would not release battery.